Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port placement the physician stated the tip of the dilatator sheath bent and the guidewire coiled inside the vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one guidewire along with one introducer sheath/dilator from an x-port isp w 8 fr s/l groshong kit were returned for evaluation. It was noted that the dilator tip was bent and damaged, though no damage was noted to the sheath. The j-tip of the guidewire was also noted to have a bend. The guidewire was able to pass through the dilator without issue. Based on the findings, the investigation is unconfirmed for the reported sheath bend and confirmed for a damaged dilator tip. It is likely that the bent/damaged dilator tip was perceived as the reported bent sheath. Additionally, it is likely that the reported/identified guidewire bend occurred as a result of the bent dilator tip failure mode. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port placement the physician stated the tip of the dialator sheath bent and the guidewire coiled inside the vein. There was no reported patient injury.